Event description:
Subsequent to filing of medwatch report, received medwatch (B)(4). Event description: "product did not deploy properly (twice). A new proglide had to be opened to complete the procedure. The product had patient contact but no patient harm. There are two products that failed and both are available to be returned to the manufacturer. Rep will pick up the product for evaluation. What was the original intended procedure?: endo aaa. What problem did the user have? Device failed (e.g. Broke, couldn't get it to work or stopped working)". No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal file number - (B)(4). Medsun mandatory and voluntary report uf/importer report #(B)(4). MFR # not provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was returned for analysis. The reported failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device referenced is filed under a separate medwatch report. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device did not deploy properly. Another proglide device was used with the same results. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.